Event description:
It was reported that the reservoir leaks. The blood glucose reading is 297 mg/dl. Customer treated the high blood glucose. The leak is past the second o-ring. Customer stated that the smell of insulin was very heavy when she removed the reservoir; however, she did not check the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.